Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10 unique device identifier (UDI): (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported issue. The returned 00mlx light source was in used condition with physical damage to the power entry module and a failing power supply. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the box of 00mlx mlx 300w xenon lightsource sparked and smoked when plugged in. Fuses have been replaced and discovered a power supply related problem. There was no known injury or surgery delay.